Manufacturer narrative:
A ge healthcare tech support representative performed a checkout of the system and confirmed the reported issue. Carrier com express board was recommended for replacement by technical support to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.